Event description:
After placement into the patient, the ivus catheter would not work. The catheter was removed and replaced with no harm to the patient. Clinical site notified manufacturer rep directly.